Manufacturer narrative:
The investigation of the final device was completed and the issue was confirmed; the device had a broken/damaged component. The device was repaired in the field and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported the steer was difficult to engage or the brakes would not engage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the steer was difficult to engage or the brakes would not engage. There was no patient involvement.